Event description:
Patient was revised because, the radial head collapsed post-op, exposing one of the screws, which eroded the capitulum, creating pain and necessitating removal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.